Manufacturer narrative:
(B)(4). The customer reported that the device was failing the defib portion of the opcheck using the pads cable. The device was evaluated at philips. The symptom was verified. The therapy pca was replaced to resolve the issue.

Event description:
The customer reported that the device was failing the defib portion of the opcheck using the pads cable.